Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: product quality surveillance senior specialist ¿ commercial complaints. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd needle was clogged/blocked. Product defect was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per report: a report was received stating that the patient reports issues withdrawing medication, needles not drawing well and has to push in and out multiple times. Patient reported problems with last shipment, did not have this issue with previous shipments.